Event description:
Information received from an optometrist located in another country, the optometrist reported this patient presented with complaint of left eye pain, redness, foreign body sensation and photophobia. The patient had been wearing the lens on an extended wear schedule and had awoken and removed the lens the previous night. The patient was found to have a "large, fluffy, mid-peripheral, corneal ulcer. The optician believed this to be an infectious ulcer. The patient was referred to a hospital eye clinic for treatment. The optician had no additional information at this time. Additional information has been requested from the hospital, but no information has been received to date.

Manufacturer narrative:
Device labeling single use or reuse.